Event description:
It was reported the customer's insulin pump was returning. The customer could not be reached. No additional information provided.

Manufacturer narrative:
Unit had no button response due to moisture damage on keypad traces. Unable to perform the displacement test due to no button response. Unit had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.(B)(4)